Event description:
According to the reporter: the instrument was difficult to fire, the knife broke and staples did not form properly. Unformed staples fell in the situs. The procedure was converted to an open procedure and surgery time extension was reported as 45 minutes.

Manufacturer narrative:
(B) (4). (B) (4).